Event description:
It was reported that a shaft hole occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A1.50mm x 8mm emerge balloon catheter and another 2.00mm x 8mm emerge balloon catheter were used during the procedure. However, a shaft pinhole was noted in the device. The devices were removed from the patient's body without any issue and the procedure was completed with another of the same device. There were no patient complications reported and patient condition was good.